Event description:
The patient is a 20 year old male, who fell on a piece of glasds at home sustaining a 6 x 4 cm avulsion unjury to the right thumb. The patient had muscle exposed. No evidence of nerve vascular or tendon injury. Bone appeared intact. The patient will require debridement, split thickness skin graft to the area. He was told about the potential infection, hematoma, nerve, tendon and vascular damage. No guarantees were made or implied.during the operative procedure it was noted immediately that there was no retun of the skin as per normal when harvesting skin grafts. Once this was noted the zimmer dermatome was immediately removed and what was noted was a five cm laceration that extended all the way down to the facia. It was also noted that there was a particial laceration of the lateral cuntaneous branch over the superficial nerve to the thigh as well as a laceration of a minor branch. The minor branch was complete. At this time the wound then was repaired using 8-0 nylon. This was done in circumferential type fashion, apprx. Five 8-o nylons were used, using micro technique. Each suture was sutured with micro-needle holder and forceps. Xeoroform was put over the wound, fluffs between the fingers, three-inch kling, 4 x 15 plaster of paaris splint. The patient was awakened and taken back to the post anesthesia recovery in satisfactory conditiondevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.